Event description:
The manufacturer received information alleging a ventilator service required and physical damage to a trilogy 202 device. There was no patient harm or injury reported. Error code e 349 and e-290 were noted in the error log. Front enclosure ad passive exhalation port replaced to remedy physical damages. Obm pca replaced to remedy e-349 error.